Manufacturer narrative:
Device passed the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. No unexpected insulin flow blocked alarm noted during testing.(B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's parent reported via phone call that they experienced hyperglycemia. The customer's blood glucose level was 494 mg/dl. Customer's parent also stated that they got insulin flow block alarm. Customer's parent reported that event was resolved by complete set changed. It was unknown that the customer was in auto mode or not. The device will be returned for analysis.